Event description:
A user facility reported to olympus that no image was produced upon plugging the device in. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit passed all functional checks and the leak test; no problems were noted. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.